Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome device bearing and components were damaged, the neuro-tip was bent/damaged, and the device was vibrating and overheating. It was further determined that the device failed pretest for visual assessment, temperature verification (record uut highest device temperature), temperature verification (highest recorded device temperature), temperature verification and vibration assessment. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.